Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported keypad anomaly. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and the pump has not been exposed to altitude change. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Product return is required for mmt-1885.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed self test. All buttons were tested while navigating the menus, and occasional unresponsive buttons were noted. Peeling on the keypad assembly was noted. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. J1 connector on pcb1 was locked properly during visual inspection. However, moisture damage was noted on electronic assembly. The following cosmetic damages were noted: keypad overlay texture damage, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, cracked keypad overlay, stained keypad overlay, missing display window/cover, scratched case, pillowing keypad overlay, and keypad overlay peeling. In conclusion customer concerns were confirmed when occasional button unresponsiveness was noted during testing and peeling keypad overlay was noted. Moisture damage was also noted on electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.